Event description:
During patient use, a 'low fio2' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No serious injury was reported in this event.

Manufacturer narrative:
Although requested, patient information was not provided.